Event description:
It was reported, they couldn't break the introducer and because of that, they had to pull the PICC line and the introducer out and start all over again with a new PICC line kit. No patient harm more than that they patient had to have a PICC line more inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty separating the sheath from the catheter was confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with an inlaid 3cg stylet and a 4.5fr microintroducer. The microintroducer was returned attached to the catheter. The t-handle on the microintroducer was observed to be broken in half; however, a ring of orange plastic was observed to be intact around the catheter. Microscopic inspection of the plastic around the catheter revealed regions of whitening. The plastic was observed to be jagged and uneven. The excess material on the handle suggested an incomplete skiving process during device manufacture. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, they couldn't break the introducer and because of that, they had to pull the PICC line and the introducer out and start all over again with a new PICC line kit. No patient harm more than that they patient had to have a PICC line more inserted. No other information was provided.